Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to an infection. The patient was admitted to hospital with acute renal failure and sepsis, and had a mobile mass in the right atrium, "endocarditis or infected thrombus." The "mass structure" was "adhered" to the leads. The ICD system will "possib[ly]" be replaced at a later date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Add'l device: 6947 implantable tachy lead (B)(6) 2008. Product event summary evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.